Event description:
It was reported that the iab was inserted pre-op and in use for approximately 48 hours before the pt went to surgery. Approximately 4 hours after surgery, the pump experienced high pressure alarms. As a result of the alarms, the iab was removed and replaced. There were no associated pt complications.